Event description:
It was reported to bsc/target that during the procedure when the physician wanted to inflate the balloon, this one had a leak. The leak had been confirmed outside of the pt. The pt's condition was reported to be fine.